Event description:
The user facility reports: during a right repair terminal insertion, right little finger extensor tendon surgery on (B)(6) 2013, it was reported that a small battery drive does not work. The battery and chargers were tested and functioned properly. The reporter stated there was a five minute delay in surgery and there were no injuries or medical interventions reported. The surgery was completed successfully with a spare small battery drive. All available event information has been disclosed. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis.no service history review can be performed because the lot number is unknown and cannot be traced. The item has not been sent in for service. There is no information relevant to the current complained issue. The manufacture date is unknown.